Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of insulin pump were not working, however sometimes it did. The customer¿s blood glucose level was 107 mg/dl at the time of incident. Customer stated that the numbers were ramping on their own and scroll bar was moving with no input. Customer stated that using the up arrow and down arrow allow them to navigate screens. Customer stated that the button was not unresponsive during an easy bolus attempt. Customer stated that the block mode was inactive. Customer assisted with troubleshooting and customer stated that the buttons were not responding. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board.(B)(4).